Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.7 cm in diameter and 7.5 cm in length abdominal aortic aneurysm. Vessel morphology at implant was aortic neck diameter 22 mm; length of neck 34 mm. It was reported two days after implant the patient developed abdominal pain which was treated with medication. The event is assessed as related to the device and to the study. A CT exam indicated aneurysm sac measured 5.8 cm x 5.5 cm. The stent graft starts just below the origin of the sma and the iliac limbs extend to the distal cia's. Celiac and sma are patent. The main renal arteries are patent; however, the left interior accessory renal artery is excluded by the stent graft since it arises from the neck of the infrarenal aaa. There is under perfusion of the lower pole of the left kidney which is related to exclusion of the left interior accessory artery by the stent graft. No retroperitoneal hematoma or evidence of aaa rupture. There were no endoleaks demonstrated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (unknown cause of event). Evaluation conclusions: (unknown cause of event).